Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with ip injections of piperacillin tazobactam (1gm) and heparin (1000 iu) in each bag for three days. At the time of the report, the patient outcome is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.